Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the "auto fill failures" alarms in the journal log but was unable to duplicate the reported problem. As a precautionary measure, the purge valve (part number: 0104-00-0026) and the blood detect tubing (part number: 0008-00-0312) were replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).